Manufacturer narrative:
An event regarding abnormal ion level and metallosis involving a metal head was reported. The event of abnormal ion level was confirmed by clinician review but the event of metallosis was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: a severe corrosion problem 5-years after a left hip abg revision hip arthroplasty with extremely high systemic cobalt and chrome levels has caused a symptomatic cardiac myopathy and possibly as well a pulmonary embolus a few months earlier. Chelation therapy using edta has reduced systemic metal ion levels as well as clinical symptoms significantly although parameters were still far from normal in (B)(6) 2018. Left hip exchange using a two- stage procedure was proposed and scheduled for (B)(6) 2018, but there is no information available about findings or the actual procedure performed. As such is the left hip source of the metal ions certain as cause for the cardiac problems although actual type or cause of corrosion problem cannot be established due to complete lack of relevant information. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a severe corrosion problem 5-years after a left hip abg revision hip arthroplasty with extremely high systemic cobalt and chrome levels has caused a symptomatic cardiac myopathy and possibly as well a pulmonary embolus a few months earlier. Chelation therapy using edta has reduced systemic metal ion levels as well as clinical symptoms significantly although parameters were still far from normal in (B)(6) 2018. Left hip exchange using a two- stage procedure was proposed and scheduled for (B)(6) 2018, but there is no information available about findings or the actual procedure performed. As such is the left hip source of the metal ions certain as cause for the cardiac problems although actual type or cause of corrosion problem cannot be established due to complete lack of relevant information.

Event description:
Pharmacist from the hospital reported the following event: " involvement of the medical device in the occurrence of metallosis: chrome-cobalt poisoning with cardiopathy on prosthesis placed in 2014. "

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pharmacist from the hospital reported the following event : " involvement of the medical device in the occurrence of metallosis: chrome-cobalt poisoning with cardiopathy on prosthesis placed in 2014. "